Event description:
Customer reported that the insulin pump is alarming motor error. Customer stated that two of the alarms occurred randomly and others during prime and sometimes along with a no delivery alarm. Customer stated she does not use the sensor feature and is able to rewind the insulin pump. Current blood glucose level is 404 mg/dl. Customer stated that for the last 3 or 4 days his blood glucose has been over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.